Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this pacemaker dropped its longevity from 5.5 years to 2.5 years in a span of 11 months. Data analysis confirm that the power consumption is increasing gradually. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Recommended device replacement or have battery status re-evaluated in 90 days. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker dropped its longevity from 5.5 years to 2.5 years in a span of 11 months. Data analysis confirm that the power consumption is increasing gradually. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Recommended device replacement or have battery status re-evaluated in 90 days. The device remains in service. No adverse patient effects were reported.